Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. Externalized conductors due to external insulation abrasion was found 7.5-10.5cm from the distal tip, consistent with lead friction with another device. An external insulation abrasion was observed at 14.5-15.0cm from the distal tip, consistent with lead friction with another device. The etfe coating was intact at these locations.